Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h6, h11. Corrected fields: g4, h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plastic distal end cover burn. A root cause could not be identified. Based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the videoscope exhibited a burnt forceps channel during setup prior to a procedure. There was no patient involvement, injury, nor medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.